Manufacturer narrative:
Clinical record of endocarditis is an unmistakeable known adverse event mode even with valve unavailable for examination. Valve related event probably not valve caused.

Event description:
Patient with mitral prosthetic valve endocarditis resulted in hemolysis, valve insuffiency, yet high gradient and left atrial thrombosis blocking the valve. Valve explanted- replaced with another on-x. Patient has recovered. No clot in hinges, clot removed from valve for culture.